Event description:
It was reported during in clinic follow up that the right ventricular lead displayed high pacing impedance and high defibrillation impedance. Imaging was done and no physical anomaly was seen. The product was explanted and successfully replaced. There were no patient consequences.